Manufacturer narrative:
Date of event: (B)(6) 2018. Date of report: 4oct18. The manufacturer¿s field service engineer (fse) verified the issue and replaced the faulty touchscreen. The unit performed the required safety tests.

Event description:
The customer reported that the touchscreen was not responding. There was no patient involvement. The event date was not specified; estimate used.

Manufacturer narrative:
Date of report: 19dec2018. Date of manufacturer: 12dec2018. Failure analysis by philips on the returned touch screen revealed a broken, cracked right corner and deep scratches on the screen that prevented the touchscreen from calibrating.